Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during placement the catheter bends and is difficult to deliver. The catheter was pulled out and replaced without difficulty. The difficult delivery prolonged intubation time and lead to user dissatisfaction. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink is confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl powerpicc solo catheter w/ t-lock assembly. A gross visual inspection of the returned unit found that the catheter had two kinks present, one between the 16cm and 17cm depth markers and another between the 18cm and 19cm depth markers. The stylet was removed from the catheter and microscopically inspected. Use residue was observed on the stylet and two kinks were observed on the stylet at the same locations as the catheter. No misaligned guidewire coils were identified. The combination of deformation and usage residues suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if any additional factors also contributed. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.